Manufacturer narrative:
A supplemental report is being submitted due to revisions made to the codes and investigation summary. Revised product event summary: the controller ac adapter ((B)(6)) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed that the adapter's clamp connector screw head was damaged. However, the power cord was still able to connect to the adapter. During functional testing, the controller ac adapter performed as intended; no damaged pins were observed. Internal visual inspection did not reveal any anomalies. As a result, the reported damaged screw head event was confirmed. The reported damaged pin event could not be confirmed. The most likely root cause of the damaged screw head event can be attributed to the handling of the device. A possible cause of the reported damaged pin event could not be determined because the returned device tested within specification and the issue could not be duplicated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ac adapter ((B)(6)) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. The controller ac adapter performed as intended; no damaged pins were observed. Internal inspection did not reveal any anomalies. As a result, the reported event could not confirmed. A possible cause of the reported event could not be determined because the returned device tested within specification and the issue could not be duplicated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pin in the connection region was damaged when the controller ac adapter was assembled for a periodical replacement, even though no significant force was applied. The initial defect was discontinued, and the device was replaced with a new controller ac adapter, which was stored as a deposit product. No patient complications have been reported as a result of this event.